Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out the cartridge and infusion set to address occlusions. Customer's blood glucose was 240-400 mg/dl. As the occlusions occurred in the past and pump supplies had been changed, tandem technical support could not determine a possible cause of the event.